Event description:
Two patient samples with discrepant creatinine results compared to repeat results from a different analyzer - same methodology. Patient 1, initial gave 1.8 mg/dl; repeat gave 0.8 mg/dl. Patient 2, initial gave 2.5 mg/dl; repeat gave 0.9 mg/dl. Erroneous results were not reported. The field service representative determined the cause to be due to contaminated system, and cleaned the reaction bath and performed a cell wash. Performance tests were performed.